Event description:
It was reported that the log files were submitted for evaluation. They noted loss of ac power while connected to mobile power unit (mpu) power and no external power alarm. It appeared that a no external power event was recorded on (B)(6) 2026 at 23:05:16 while connected to mpu power.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.